Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing was broken and had disconnected from the infusion device. The patient experienced elevated blood glucose levels. It was alleged that this occurred with 3 different infusion sets. The lot number was not provided. The infusion set was requested to be returned for product evaluation, however the caller declined to return the product.